Manufacturer narrative:
Age at time of event 18 years or older. Device is combination product.

Event description:
It was reported that the patient died. The patient presented with acute myocardial infarction and was treated in an emergency condition. A 2.75x20mm promus element plus drug-eluting stent was advanced for treatment of a target lesion located in the left circumflex artery (lcx). The patient condition was stable post procedure however, forty-eight hours later the patient died due to complications. It was further reported that a second 2.75x20mm promus element plus drug-eluting stent was also implanted.

Manufacturer narrative:
Age at time of event 18 years or older. Device is combination product.

Event description:
It was reported that the patient died. The patient presented with acute myocardial infarction and was treated in an emergency condition. A 2.75x20mm promus element plus drug-eluting stent was advanced for treatment of a target lesion located in the left circumflex artery (lcx). The patient condition was stable post procedure however, forty-eight hours later the patient died due to complications.